Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and confirmed the reported event; the programmer software was unable to be updated. Analysis also found that the programmer electrocardiogram (ECG) connector was loose and the display dropped and would not stay positioned. (B)(4).

Event description:
It was reported that the programmer would not upgrade to a new device software version. The programmer was returned for repair, analyzed, and tested out of specification. There was no patient involvement.